Manufacturer narrative:
On 29-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip of the sheath became damaged. It was reported that there was a lot of resistance when removing the dilator and catheter from the vizigo sheath. A lot of force was needed to completely remove them from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and once removed, it was noticed the distal tip of the sheath was damaged. The tip seemed to have tightened and small holes were discovered. No damage was found on the catheter. The issue was discovered at the end of the procedure, so no replacement was needed. Based on the initial information provided, the event was not considered to be MDR reportable since the reported damage was unclear. On 14-mar-2022, additional information was received including photos of the complaint condition. The information received indicated they were having resistance with the sheath when they were trying to withdraw the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no physical damage on dilator due to resistance. There was no occlusion when irrigating the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appeared narrowed. The dilator was still able to be moved through the sheath. The dilator was slightly stuck on the sheath when they were trying to withdraw it from the sheath. The damage on the sheath did not result in wires being exposed or in any lifted or sharp rings. Review of the photos provided determined the tip of the sheath was damaged from the vent holes at the tip section. With the additional information received and photos provided on 14-mar-2022, the event was reassessed as an MDR reportable product malfunction.

Manufacturer narrative:
Manufacturer¿s ref # (B)(4) during an internal review of this event on (B)(6)2022, it was determined, that the customer¿s reported issue is not MDR reportable because the issue was not related to a damaged tip issue. The customer¿ reported issue was determined to be related to the tip of the device exiting though an irrigation hole in the sheath, and this type of issue is not considered to be MDR reportable since the risk of patient harm is considered remote. The h6. Medical device problem code has been updated from device damaged by another device (a0502) to mechanical problem (a05).